Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was looking to get an appointment with company representative (rep) because the device was not working properly. She thought the reason it was not working very well was because patient had a lot of urinary tract infections (utis) which was not related to the device. Patient took antibiotics for these infections. Patient had been to the healthcare provider (hcp) but she did not think hcp knew to program it correctly. She thought the patient did not leave the program on long enough and she changed it a lot. The caller stated therapy benefit has been off and on due to these infections since implant. It was indicated that patient have an appointment scheduled for the end of the month. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.